Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that upon chest fluoroscopy, externalized conductors were seen on the left ventricular lead. The lead exhibited low impedance and remained implanted. The lead would continue to be monitored and the patient was asymptomatic throughout the event.

Manufacturer narrative:
Type of reportable event should have been malfunction which was submitted as serious injury in error in initial report and corrected in follow up report.